Event description:
The customer reported receiving motor error and no delivery alarms. Troubleshooting was performed and the insulin pump failed the displacement test. Advised the customer that insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.